Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07nov2018. No phone number provided. The manufacturer¿s technical service person confirmed the reported touchscreen issue and walked the customer through the calibration process which fixed the problem. The customer said the case could be closed.

Event description:
The customer reported that the touchscreen had problems.there was no patient involvement. The event date was not specified; estimate used.